Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received cracked case at display window corner. Unit received with cracked end cap. Pump received with cracked case.

Event description:
The customer reported via phone call that the insulin pump display screen is cracked and cannot read the information on the screen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump is also cracked by the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.